Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd ultra-fine¿ ii 3/10ml insulin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, liquid came out a bit when the plunger was pushed in. This issue occurred with two syringes, so far. The user has used it for the dog on insulin therapy. Since a small amount of injections was needed, the plunger was pushed all the way inside to aspirate the drug solution.

Manufacturer narrative:
Investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2087442. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that 2 of the bd ultra-fine¿ ii 3/10ml insulin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, liquid came out a bit when the plunger was pushed in. This issue occurred with two syringes, so far. The user has used it for the dog on insulin therapy. Since a small amount of injections was needed, the plunger was pushed all the way inside to aspirate the drug solution.